Event description:
A cracked and shattered touchscreen on the customer's pump was reported, rendering it unusable as the touchscreen was illegible. There was no adverse impact to the customer¿s blood glucose level. The pump was accidentally dropped, causing the damage. The customer was advised by technical support that they would receive a replacement pump with updated software. Customer will continue to use current pump for insulin delivery.